Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected. G4 PMA/510(k) # corrected.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pcb boards were cleaned and reseated to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a system shutdown results in a loss of mechanical ventilation. There was no patient involvement.